Event description:
It was reported to (B)(6) by a clinical educator that several needles to break off into catheter lumens when obtaining lab work on his patients. Its not the actual needle, it's the tip of vacutainer that goes inside the catheter lumen that gets stuck inside and breaks off when trying to remove. If no one else is reporting this as an issue I don't believe it's a product problem maybe a process problem. I would remind the employees that are obtaining the labs to not press too firmly when inserting the vacutainer. I will pull policy so you can review with staff or (B)(6) can in your daily huddles. Upon follow up to verify the product, clinical educator stated that the product is a nipro luer adapter (b-510kgmlad01) based on a photo she had of the item. During the call, she was requested to send the picture via email for further verification. Clinical educator also mentioned that a patient was involved and required medical intervention to replace the catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).